Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include inadvertent user activation of the device during insertion/removal from the incision/joint space or removal of the device at excess temperatures which can occur due to an incorrect power setting or device occlusion. Product directions for use (dfu-0088) warns against insertion/removal during activation or shortly afterward due to retained heat. Do not insert or withdraw the probe tip from the surgical site while the device is active. The probe tip can remain hot and cause burns after the device is deactivated. Inadvertent activation of the device or moving the probe tip outside of the field-of-view can cause unintentional injury to tissue. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
During a shoulder scope surgery, the patient was burnt when the wand was removed from the cavity and the tip came into contact with the skin. No cannula was used for the wand, only for scope. The settings were as follows: coag 60, cut 140, blend 1. The grounding pad was coviden (valley lab). The wand and the grounding pad were discarded by the facility. Patient was in a lateral position during the right rotator cuff shoulder scope.